Manufacturer narrative:
Device manufacture date: may 11, 2016 ¿ may 12, 2016. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused during infusion of fluorouracil and 5% glucose. The infusion lasted 14 hours instead of the expected 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.